Event description:
It was reported that on (B)(6) 2024, a 12mm amplatzer septal occluder was chosen for a 6mm atrial septal defect (asd) using a 8f amplatzer trevisio intravascular delivery system. The device was successfully implanted. Less than five minutes after the procedure, it was noticed that the device was embolized and moved towards the aorta. The physician mentioned the cause of embolization was the anatomy of patient. The device was removed via transcatheter snare. The physician noted that there was a relatively small asd accompanied by a patent foramen ovale (pfo) and there was insufficient edges, so it was decided to send the patient to surgery for closure. There was no clinically significant delay in procedure. The patient was reported discharged.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. The device was returned to abbott for investigation and the device met dimensional specifications when analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported device embolization could not be conclusively determined; however, patient¿s condition likely contributed to the reported embolization (small atrial septal defect of 6 mm, accompanied by patent foramen ovale (pfo) and insufficient edge). The reported unexpected medical intervention was a result of case-specific circumstances as the device was removed via transcatheter snare. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.